Event description:
The customer reported via phone call that the insulin pump experienced physical damage. The customer took the insulin pump out of their pocket and noticed black spots and a broken screen. The customer is unable to read the lcd screen. The blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The unit was received with a cracked and bleeding lcd glass. The insulin pump had minor scratches on the lcd window, and a cracked case near display window corners. The unit was unable to perform the displacement test due to display anomaly.